Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced drive manifold assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) did not fill the intra-aortic balloon (iab). There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not fill the intra-aortic balloon (iab). It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp and several tests to verify the anomaly were performed, and the k5 valve fails dmt, while the fmt tested ok. It was concluded that the drive manifold assembly needed replacement. A new drive manifold assembly was ordered and replaced, and a preventive maintenance was performed. Additional information is being requested with regard to the status of the iabp. A supplemental report will be submitted when this information is provided to us.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.